Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported the laser stopped during ablation resulting in a partial treatment. The laser technician and the surgeon were unable to start the treatment again. The treatment was aborted. The aborted treatment was then finished as a separate treatment. Follow up information received indicated the patient did not have any complaints on their follow up visit. The patient does not have any pre-existing conditions or history of contact lens wear. No additional intervention was required as a result of the event.

Manufacturer narrative:
The logfile review shows all laser system functions were within specifications for the respective treatment. During treatment phase of reported treatment after successful center test shows a warning message. This warning is due to the laser pedal is not pressed enough. After that the user performed the center test again without reason and a message appeared and the user aborted the treatment. The user restarted the aborted treatment and finished it without other issues. There is no technical problem and the reported issue of the laser stopped during the treatment is due to the user press the center pedal instead of the laser pedal. The shutter error was caused by partial release of the laser pedal by the user or the laser pedal was not pressed enough. The root cause for displaying shutter error was partly release of the laser pedal by the user or the laser pedal was not pressed enough. The device works as intended. (B)(4).